Event description:
It was reported that a vns patient underwent generator revision surgery due to a staph infection. Follow up with the patient's treating, physician revealed that the infection had developed at the chest incision site and that it was caused by patient manipulation.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records confirmed sterilization for both the generator and lead prior to distribution.